Manufacturer narrative:
The tech found the siderail center arm assembly was broken due to the bed being run into something with excessive force. The part where the dampener attaches had broken off the center arm assembly. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the siderail center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail would not latch. The bed was located in the bed shop. There was no pt/user injury reported. (B)(4).